Event description:
It was reported that the patient experienced three bent cannulas on(b)(6)2026, causing hyperglycemia. The high blood glucose was treated by insulin using a pen.

Manufacturer narrative:
MDR(b)(4) / Initial 1 of 3Name Ypsomed AG Street Weissensteinstrasse 26 City Solothurn Country Switzerland Postal Code CH-4503 Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380